Event description:
The heating element of the unit was reported to be broken. The broken element created an electrical charge on the unit. The attending physician made contact with the unit and experienced an electrical shock.

Manufacturer narrative:
Unit has ruptured spots on heating element. Unit has lots of scaling on the heating element inside the tank. Scaling and rupture spots are typical inadequate maintenance. Tested leakage current under proper grounding conditions, unit was within acceptable levels. Leakage current very high when unit was ungrounded. Unit was tested with water in tank.